Manufacturer narrative:
On (B)(6) 2023, the distributor provided the following information: pump history was reviewed. On the event date, customer received multiple low blood glucose alerts. Each alert showed it was confirmed. Customer received a new alert every 5 minutes which would explain why the pump was not annunciating the alert as it would be vibrate with each consecutive alert. Pump was functioning as intended.

Event description:
It was reported that the customer experienced a low blood glucose level (39 mg/dl); cause was not provided. Customer reported that the pump low bg alarm was triggered; however, the alarm was not audible. Customer reported the not audible issue occurred multiple times during the day. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.